Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open low anterior resection procedure the contour was fired across thick, chemo/radio treated bowel. It was hard to close the gun but it did close. It fired as usual but then the release button did not work. The doctor then used a second. He then removed the specimen with the contour attached and managed to open the jaws with force. It was found that the staple line was incomplete. The staples were only partially formed and the bowel wasn¿t fully transected. Surgeon thinks the thick bowel could have been the cause but the second contour device worked well. No patient consequences reported.